Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. The evaluation found that the device triggered system fault error messages sf 74 and sf 218 during a software update. The software was reinstalled which resolved the reported device issue. The device was serviced, calibrated and tested before it was returned to t he customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 74 and sf 218). There was no patient injury reported as a result of this incident.